Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that their right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient was stable throughout.